Event description:
In 05/2004, the company was notified that in 03/2004, the pt reportedly experienced intermittency while using the device. In 2004, the pt reportedly was unable to hear sound. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.